Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 301 mg/dl. Troubleshooting was performed. The device was returned for analysis.